Manufacturer narrative:
The service rep troubleshot system. Existing cpu unit is bad, system requires cpu upgrade.

Event description:
The customer reported, that the unit locks up while booting up. No patient injury.